Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the left ventricular (lv) lead was dislodged during a performed procedure. The lead needed to be turned off but the patient was on a mode switch and being monitored. Boston scientific technical services (ts) discussed on biventricular pacing on a mode switch and decreasing lv outputs. The physician planned on setting to non-tracking mode as the lead was not yet revised. This lv lead remains in service. No adverse patient effects were reported.